Event description:
Patient received less medication than intended. The pump was returned to the biomedical department with an unsigned work order from the newborn special care unit/labor & delivery that stated, "claims only 20ml infused even though pump stated 30ml was infused." The customer contact could not provide any specific patient info, pump programming, or event details. During testing at the user facility, the pump "underdelivered by 10ml." There were no reports of any adverse events while the pump was in clinical use. Though requested, no additional info was provided.